Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis (tgt3715/06787060). The preoperative aneurysm diameter measured 40 mm. On (B)(6) 2010, a type ii endoleak from an unknown source was identified. On (B)(6) 2010, coil embolization was performed to repair the type ii endoleak. The resolution of the type ii endoleak was confirmed. On (B)(6) 2010, the aneurysm diameter measured 40 mm. On (B)(6) 2011, the aneurysm diameter measured 47 mm with no endoleak identified. On (B)(6) 2011, the patient expired due to heatstroke and dehydration.